Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.